Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced an adhesive event with an infusion set which only last a few hours as the adhesive does not adhere. Site was reported to be upper buttocks. No further information available.